Event description:
A site¿s biomedical engineer reported the vertek arm would no longer tighten down. The allegation was made prior to surgery and no patient was present.

Manufacturer narrative:
This event was reported before surgery and no patient was present. A replacement vertek arm has been sent to the site. The returned vertek is well worn with nicks and scratches overall. The vertek failed step 2.2f of the holding force test (B)(4). The arm should hold up to a force of 14 pounds but started to slip at 6 pounds. The reported failure has been confirmed. The arm is past the warranty period and well worn so it will be scrapped.